Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.